Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart off no power test and all operating currents tested within the specification range. No rewind anomaly noted. No error during testing noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had louder during rewind and unexpected restart. A cold reset was performed. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting and declined. The device will not be returned for analysis.